Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026 at approximately 10:00 pm, the patient reported that the sensor failed. No symptoms or treatment were reported at that time, and no replacement sensor was inserted as the patient did not have a spare available. The patient also did not have access to a blood glucose meter and was therefore unable to monitor glucose levels. Approximately two hours later, around midnight, the patient experienced a loss of consciousness. The patient was not aware of the events that followed but stated that a friend arrived at his home at approximately 3:00 pm and found him unresponsive. Emergency services were contacted, and the patient remained unconscious when paramedics arrived. According to the patient, paramedics performed a fingerstick test that showed a blood glucose value of approximately 1200 mg/dl. The patient was not aware of the specific medications or treatments administered by paramedics prior to transport. Upon arrival at the hospital, the patient regained consciousness. He was unsure whether additional fingerstick measurements were taken during hospitalization, but he reported receiving intravenous insulin, insulin injections, and an unspecified medication for a headache. As of the time of the follow-up call on (B)(6) 2026, the patient stated he was feeling better, remained hospitalized, and anticipated being discharged by (B)(6) 2026. Performance data was reviewed. A sensor failure was not found within the investigation window. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.